Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated.

Event description:
According to the available information while prepping the device, it appeared that there was not a good seal between the green tip and tubing as air was being introduced into the syringe during extraction of fluid. Upon closer inspection, the tubing appeared to be frayed.